Event description:
It was reported "handle broke while in use on 75 y/o patient. After gentle lifting the sides broke and the pin popped. Patient is fine". No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened rusch polaris fo su medium handle (44402) with its packaging for evaluation. Visual inspection did not reveal any defects or anomalies. Per instructions on label all leds were pressed and functioned as expected. A lab inventory fiber optic mil 2 rusch emerald blade was able to be mounted and clicked into place on the handle with no issues. The instructions provided on the label of this device state, "check functionality by pressing the led (can also be check wile handle is still in packaging). Mount blade and click into place. Lift blade and verify illumination." The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. A review of the declaration of conformity (doc) and DHR found that the handle passed all the release criteria. The device was released in 04/2020 and is less than one year old. The complaint of a broken handle was not able to be confirmed by a complaint investigation of the returned sample. Visual and functional inspection of the handle did not find any defects. Based on the sample received, no problem was found on this device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "handle broke while in use on (B)(6) patient. After gentle lifting the sides broke and the pin popped. Patient is fine". No patient harm reported.